Manufacturer narrative:
The reported event was confirmed. A potential root cause for this failure mode could be due to a machine malfunction during rubberized dipping. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Per investigation a labeling review was not required. Correction: a, b, d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient used the bard bardex i.c catheter and felt that the flow of urine was slower than the previous catheter which was the silver coated standalone catheter. The patient tried to use an optiflo but found very difficult. They measured the external diameter of the previous catheter. The patient concerned about the diameter differences when both the catheters were 16ch and noted the internal diameters would be as largely as different. And also stated the patient had a clean unused catheter and measured the external diameter of the catheter which was 5.7 mm and measured the currently used catheter about 4.8 mm which was quite a large difference when they were both in size of 16ch catheters. The patient wanted to know whether the catheter would affect the internal diameter and the urine flow was much slower with the catheter as now being used. Based on the patient belief the device was not draining as well. As the latex foleys were dipped over a form which should ensure the internal diameter was consistent even when there was a slight variation in the outer. Per evaluation it was found that the second returned catheter with the incorrect french size.

Event description:
It was reported that the patient used the bard bardex i.c catheter and felt that the flow of urine was slower than the previous catheter which was the silver coated standalone catheter. The patient tried to use an optiflo, but found very difficult. They measured the external diameter of the previous catheter. The patient concerned about the diameter differences when both the catheters were 16ch and noted the internal diameters would be as largely as different. And also stated the patient had a clean unused catheter and measured the external diameter of the catheter, which was 5.7 mm, and measured the currently used catheter about 4.8 mm which was quite a large difference when they were both in size of 16ch catheters. The patient wanted to know whether the catheter would affect the internal diameter and urine flow was much slower with the catheter as now being used. Based on the patient belief the device was not draining as well. As the latex foley's were dipped over a form which should ensure the internal diameter was consistent even when there was a slight variation in the outer. Per evaluation, it was found that the second returned catheter with the incorrect french size.

Manufacturer narrative:
The reported event was confirmed. A potential root cause could be due to a "machine malfunction" during rubberized dipping.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required, had the catheter returned been sold in d236516s, "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient used the bard bardex i.c catheter and felt that the flow of urine was slower than the previous catheter which was the silver coated standalone catheter. The patient tried to use an optiflo, but found very difficult. They measured the external diameter of the previous catheter. The patient concerned about the diameter differences when both the catheters were 16ch and noted the internal diameters would be as largely as different. And also stated the patient had a clean unused catheter and measured the external diameter of the catheter, which was 5.7 mm, and measured the currently used catheter about 4.8 mm which was quite a large difference when they were both in size of 16ch catheters. The patient wanted to know whether the catheter would affect the internal diameter and urine flow was much slower with the catheter as now being used. Based on the patient belief the device was not draining as well. As the latex foley's were dipped over a form which should ensure the internal diameter was consistent even when there was a slight variation in the outer. Per evaluation, it was found that the second returned catheter with the incorrect french size.